Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's dual channel extension migrated out of the ipg header. Surgical intervention was undertaken on (B)(6) 2023 in which the extension was inserted into the ipg header to address the issue.